Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/-31. The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for reagent lot 36635fp00 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending and did not identify any related trends. A historical performance of reagent lot 36635fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 36635fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 36635fp00. A device history review was performed on the reagent lot 36635fp00 which did not show any non-conformances, deviations, or potential non-conformances. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I ca 19-9xr reagent lot 36635fp00 was identified.

Event description:
The customer observed a falsely elevated alinity I ca19-9xr result for a 79-year-old female taking bayaspirin. It is unknown if the patient has been diagnosed or has a history of pancreatic cancer. It is also unknown if the customer is using the alinity ca 19-9xr assay as a cancer screening test. The initial ca 19-9 result was 63.5 u/ml. The sample was re-centrifuged and retested obtaining a result of 6.9 u/ml and 7.0 u/ml. There was no impact to patient management reported.